Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Additional information provided noted prior to received the device the patient had similar symptoms as previously mentioned of nausea, cold and experience syncope. On (B)(6) 2014 after this device was implanted the patient had similar symptoms but did not experience syncope. Upon a follow up the technician noted that the device was operating fine. The patient daughter was concerned that no changes were made to the device. Technical services discussed basic functions of the device, and discussed contacting the physician for a follow up. The patient daughter noted that she will contact the physician for further follow up.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient experienced syncope. The patient's daughter had called into technical services to inquire regarding the device programming. It was noted that the device has been checked since the syncope episodes. Technical services has attempted to reach out to the patients daughter for discussed, but has had no success. At this time the device remain implanted.